Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The representative reported the system functioned without issue and cases have since been completed without issue. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the surgeon monitor on the navigation system was flickering. The staff cart was normal. It was possible to unplug the cord from the back of the cart and plug it back in, which temporarily resolved the issue. However, the flickering started again and became worse. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.